Event description:
The customer reported the system displayed an interlock error. This would cause the system to lock up or shutdown. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 24 volt power supply, the generator driver board, the filament driver board, and the power motor relay board. The system operates as intended.